Manufacturer narrative:
The returned computer was analyzed. The reported issue was able to be duplicated. The ias computer failed a bench test. The imaging system application failed to load. A corrupt operating system was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the imaging system was replaced during a system checkout to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for evaluation. However, results are not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that upon booting, the image acquisition system (ias) was stuck in ¿booting please wait¿ and would not boot. It was noted the mobile view station (mvs) booted without issue. The system was rebooted multiple times without resolve. The ias and mvs were also disconnected and reconnected without resolve. This issue was noted outside of a procedure, and there was no patient involvement.